Event description:
A renegade hi flo catheter was being prepared for use in a therapeutic procedure. It was reported that, upon removal from packaging, the hub of the catheter was cracked. Another catheter was used instead.